Event description:
The customer reported a duplicate of a previous image was saved, instead of the current image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.